Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance changes and noise. A surgical revision was performed. During the procedure, a new ra lead was inserted into the device, and it was noted that the header was producing atrial noise. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance changes and noise. A surgical revision was performed. During the procedure, a new ra lead was inserted into the device, and it was noted that the header was producing atrial noise. The device was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed to provide product investigation results.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.